Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator and right ventricular lead were removed and replaced for unspecified reasons. No further information was available.

Manufacturer narrative:
The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.